Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the check button on the infusion device was only functioning intermittently. No adverse event was reported. The infusion device was requested to be returned for product evaluation.